Event description:
During an initial assessment of a homechoice device, a baxter technician identified a 2240 alarm (indicating air has entered the cassette). This alarm was identified during a review of the device alarm logs; there was no report for this alarm called in by the customer. No additional information is available.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was identified during log review of the homechoice machine that was swapped. Not enough data is available within the complaint to identify root cause; therefore, the cause of the complaint was not determined. The batch review was not performed because the lot number is unknown. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the device was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow up MDR will be sent.